Manufacturer narrative:
As reported, as soon as the green handle of a 6/7f mynxgrip vascular closure device (vcd) was slide down, the peg started expanding above the sheath hub and deployed outside of the body and did not make it through the sheath before the peg expanded. The device did not deploy properly to provide hemostasis. Proper technique was performed during the attempted deployment. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open and syringe attached to the device. The sealant was not returned with the device, the advancer tube was found remained in the manufacturing position, and the sealant sleeve was not returned with the device. The procedural sheath was not returned with the device. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. A product history record (phr) review of lot f2225601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant exposed prior to use¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural facors may have contributed to the reported event. It should be noted that the device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant/sealant sleeve to assure the sealant/sealant sleeve does not migrate from its manufactured position during transit. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. The mynxgrip IFU also instructs users to ¿do not move the sealant sleeve.¿ if the sealant sleeve is moved from its manufacturing position prior to the device being inserted into existing procedural sheath, this could cause the sealant to be exposed prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, as soon as the green handle of a 6/7f mynxgrip vascular closure device (vcd) was slide down, the peg started expanding above the sheath hub and deployed outside of the body and did not make it through the sheath before the peg expanded. The device did not deploy properly to provide hemostasis. Proper technique was performed during the attempted deployment. Additional information was requested but not provided. The vcd and peg are being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.